Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a deployment issue occurred. The target lesion was located in the iliac artery. The physician deployed the 8x100x120mm epic vascular stent at the target lesion. When the physician removed the stent delivery device, the stent had been removed as well. It is thought that the distal segment of the stent may still have been in the sheath when the physician removed the stent delivery system. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.